Manufacturer narrative:
(B)(4), 2003. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Discarded

Event description:
It was reported that the patient underwent an initial let knee arthroplasty fifteen years ago. Subsequently, the patient has been experiencing pain and was revised due to patella wear.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-ray review by third party states that nonspecific radiodense bodies are seen in the suprapatellar joint space and may represent worn and displaced polyethylene components from the patella. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.